Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device was defective as the red light came on when the battery device was inserted into the charger device. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to defective components inside the unit. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the battery device would not charge when the device was opened and attempted to be used for the first time. According to the reporter, the event occurred when trying to charge the battery device. The event was not reported to have occurred during surgery. It was not reported if there were any delays in a surgical procedure or if a spare device was available. There was no human patient involvement as the device was a veterinary device. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.